Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced persistent high glucose readings of 401 mg/dl after consuming a milkshake and lemonade without announcing a meal, then performing a supply change that temporarily delayed insulin delivery; insulin delivery was subsequently resumed and the user declined further assistance once dosing continued. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event related to the user interface component only insofar as normal operation required correct meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.